Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via post to the better business bureau a low reading issue with the adc device. The customer reported that they obtained sensor readings of 62 mg/dl, 64 mg/dl, and 82 mg/dl and subsequently became dizzy and lost consciousness. The customer reported that they were then able to obtain a capillary result of 240 mg/dl. The customer did not report of third-party treatment, and thus-far attempts to contact customer for additional details have been unsuccessful. There was no report of death or permanent injury associated with this event.